Event description:
A pt reported blood glucose results of "145 mg/dl, 96 mg/dl, and 163 mg/dl" with a lifescan meter, performed within 10 minutes of each other. In addition, the meter/strips failed two consecutive control solution tests indicating a malfunction of the meter.